Event description:
On (B)(6) 2009, the patient stated that the menu button on his infusion device is not responding occasionally. The patient stated that he has noticed having to press the button harder starting about a month ago. He stated that the button does not remain flat when pressed. The infusion device has not been dropped or exposed to water. The patient carries the infusion device in his pocket. He stated that he presses the menu button approximately 12 times per day. No physiological effects were reported. The patient did not require medical assistance from a healthcare professional or second party to address the issue. Product was requested to be returned for evaluation.